Event description:
Patient underwent uni-compartmental right total knee of the vanguard variety biomet. Post-op course in hospital was unremarkable with patient tolerating procedure well and with excellent motion (60 degrees) two days post op and at 80 degrees at discharge. However, six months post-operatively, patient reported to orthopedic surgeon that was still having discomfort/pain of the right knee. X-ray at surgeon's office confirmed loosening of tibial component and femoral component was fine. Surgeon noted patient had a tilt of his tibial component. Surgeon indicated that failed (collapsed) right uni-compartmental knee could be the result of a positioning issue, mechanical issue, or it's a reaction to something in the knee. (Surgeon indicated that did not believe patient is allergic to any metal, especially the titanium.) Pre-op physical indicates patient was in good health other than knee pain, had lost 37 pounds in the last six months, and had no recent infections, etc. Patient was concerned about loosening aspect. Prior to surgery to revise total knee, patient's spouse contacted hospital's risk management and surgery departments requesting facility return right knee unicompartmental hardware to biomet for further evalation. Accordingly, post-operatively, hardware was submitted for biomet's evaluation with a request for biomet to provide this facility with a copy of their findings.